Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with chest pain. Pacemaker mediated tachycardia (pmt) was observed. It was believed that the pmt was related to the patient chest pain. Programming changes were made. The chest pain was reduced, and the patient was stable.